Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring= black. Case= ngp customer returned device due to alleged device error 23 and, device error 15 and were found on november 07, 2022. Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit failed the sleep current measurement test due high current due to corroded battery tube. Unit passed the displacement accuracy test (dat) with 0.0872 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Device error 23 occurred on november 07, 2022 05:20:12.000 in history files. Device error 15 occurred on november 07, 2022 05:20:10.000 in history files. Device was cut open to perform visual inspection and found moisture damage on motor assembly. Motor was tested outside and it passed. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Device error 23 was not confirmed during analysis. Device error 15 is confirmed due to hardware defects. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had multiple pump error alarms. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The insulin pump was returned for analysis.